Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of adverse affects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device can no longer be repaired. The cause was isolated to the power pcb assembly. The device has been scrapped.